Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high shocking impedances, measuring greater than 125 ohms. Boston scientific technical services (ts) noted the impedances had previously been 90 ohms to 121 ohms. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received detailing that signs of calcification were being observed. The patient will continue to be monitored and a potential commanded shock was discussed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high shocking impedances, measuring greater than 125 ohms. Boston scientific technical services (ts) noted the impedances had previously been 90 ohms to 121 ohms. This crt-d system remains in service. No adverse patient effects were reported.